Event description:
Reporter indicated that vns pt suffered an injury accident during a seizure. The pt had a seizure while riding on a ferris wheel, became disoriented and then climbed out of the ferris wheel cart and fell approximately 40 feet. The pt suffered a fractured femur and shattered vertebrae in their back. The pt wears a turtle shell after back surgery including fusion and continues rehab and physical therapy. The pt reported that their left leg movements were a little stiff, but were improving. The pt is currently using a walker.